Manufacturer narrative:
The approximate age of device is: 14 months. The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was readmitted for possible driveline infection. A fluid pocket was found at the subxiphoid area. Needle aspiration with fluid drainage was performed. It was suspected that the driveline may have been punctured during needle aspiration. No electrical issues or pump stops were noted. Now on chronic diflucan and vanocmycin to keep infection at bay. No product to return. Pt is ongoing and stable otherwise. Issue unresolved but stabilized.